Manufacturer narrative:
An investigation will be carried out once we receive the complaint device. Result: no results to date. Conclusion: no conclusion can be provided at this time. A product recall has been initiated for our cosycot infant warmer last year to perform a field corrective action, particularly on cracks in the plastic legs and damage to the elevator mechanism. The recall was notified to FDA and was assigned; however, we cannot confirm if this complaint device is part of the said recall as lot or serial number has not been provided by our distributor. An update will be provided once receive the reply from our distributor.

Event description:
Our distributor reported that the base of iw950 cosycot infant warmer was leaning to the left. No pt consequence was reported.